Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 18-jan-2021. The most recent information was received on 25-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('ligament pain in the pelvis') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hashimoto's thyroiditis, endometriosis and cesarean section. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), back pain ("back pain"), headache ("headache "), adnexa uteri pain ("persistent ovarian pain"), fibromyalgia ("fibromyalgia pain"), myalgia ("generalised muscle pain"), arthralgia ("pain in the hips "), pain in extremity ("pain in the legs and arms"), neuropathy peripheral ("inflammation of the pudendal nerve"), head discomfort ("feeling of head in a vice"), paraesthesia ("tingling in the extremities, the feet, and hands"), limb discomfort ("feeling of heavy legs"), cardiovascular disorder ("poor blood circulation"), abdominal pain upper ("gastric pain "), nausea ("nausea "), menopausal symptoms ("pre-menopause"), feeling hot ("feelings of heat waves"), burning sensation ("burning in the body"), vision blurred ("cloudy vision"), eye pain ("optical pain"), abnormal sensation in eye ("feeling of allergies in eyes"), anxiety ("anxiety "), feeling abnormal ("fog"), mental impairment ("difficulty thinking about several things at the same time"), amnesia ("memory loss") and stress ("stress"). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, back pain, headache, adnexa uteri pain, fibromyalgia, myalgia, arthralgia, pain in extremity, neuropathy peripheral, head discomfort, paraesthesia, limb discomfort, cardiovascular disorder, abdominal pain upper, nausea, menopausal symptoms, feeling hot, burning sensation, vision blurred, eye pain, abnormal sensation in eye, anxiety, feeling abnormal, mental impairment, amnesia and stress had not resolved. The reporter provided no causality assessment for abdominal pain upper, adnexa uteri pain, amnesia, anxiety, arthralgia, back pain, burning sensation, cardiovascular disorder, feeling abnormal, feeling hot, fibromyalgia, head discomfort, headache, limb discomfort, menopausal symptoms, mental impairment, myalgia, nausea, neuropathy peripheral, pain in extremity, paraesthesia, pelvic pain and stress with essure. The reporter considered abnormal sensation in eye, eye pain and vision blurred to be unrelated to essure. The reporter commented: period of occurrence of events: summer 2016 to date (unspecified events). Patient had difficulty walking or sitting for a long time due to pain. She attributed the visual events to working in front of screens, and the gastrointestinal events to pre-menopause and stress. She wanted to have essure removed. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: after internal review, some events were recoded. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 18-jan-2021. The most recent information was received on 25-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of ligament pain ('ligament pain in the pelvis') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hashimoto's thyroiditis, endometriosis and cesarean section. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced ligament pain (seriousness criterion medically significant), back pain ("back pain"), myalgia ("generalised muscle pain"), adnexa uteri pain ("persistent ovarian pain"), pain in extremity ("pain in the legs and arms"), arthralgia ("pain in the hips "), neuropathy peripheral ("inflammation of the pudendal nerve"), head discomfort ("feeling of head in a vice"), paraesthesia ("tingling in the extremities, the feet, and hands"), limb discomfort ("feeling of heavy legs"), cardiovascular disorder ("poor blood circulation"), feeling hot ("feelings of heat waves"), burning sensation ("burning in the body"), fibromyalgia ("fibromyalgia pain"), vision blurred ("cloudy vision"), eye pain ("optical pain "), abnormal sensation in eye ("feeling of allergies in eyes"), anxiety ("anxiety "), feeling abnormal ("fog"), mental impairment ("difficulty thinking about several things at the same time"), amnesia ("memory loss"), headache ("headache "), abdominal pain upper ("gastric pain "), nausea ("nausea "), menopausal symptoms ("pre-menopause") and stress ("stress"). Essure treatment was ongoing at the time of the report. At the time of the report, the ligament pain, back pain, myalgia, adnexa uteri pain, pain in extremity, arthralgia, neuropathy peripheral, head discomfort, paraesthesia, limb discomfort, cardiovascular disorder, feeling hot, burning sensation, fibromyalgia, vision blurred, eye pain, abnormal sensation in eye, anxiety, feeling abnormal, mental impairment, amnesia, headache, abdominal pain upper, nausea, menopausal symptoms and stress had not resolved. The reporter provided no causality assessment for abdominal pain upper, adnexa uteri pain, amnesia, anxiety, arthralgia, back pain, burning sensation, cardiovascular disorder, feeling abnormal, feeling hot, fibromyalgia, head discomfort, headache, ligament pain, limb discomfort, menopausal symptoms, mental impairment, myalgia, nausea, neuropathy peripheral, pain in extremity, paraesthesia and stress with essure. The reporter considered abnormal sensation in eye, eye pain and vision blurred to be unrelated to essure. The reporter commented: period of occurrence of events: summer 2016 to date (unspecified events). Patient had difficulty walking or sitting for a long time due to pain. She attributed the visual events to working in front of screens, and the gastrointestinal events to pre-menopause and stress. She wanted to have essure removed. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('ligament pain in the pelvis') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hashimoto's thyroiditis, endometriosis and cesarean section. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), back pain ("back pain"), myalgia ("generalised muscle pain"), adnexa uteri pain ("persistent ovarian pain"), pain in extremity ("pain in the legs and arms"), arthralgia ("pain in the hips "), neuritis ("inflammation of the pudendal nerve"), feeling abnormal ("feeling of head in a vice"), paraesthesia ("tingling in the extremities, the feet, and hands"), limb discomfort ("feeling of heavy legs"), cardiovascular disorder ("poor blood circulation"), feeling hot ("feelings of heat waves"), burning sensation ("burning in the body"), fibromyalgia ("fibromyalgia pain"), vision blurred ("cloudy vision"), eye pain ("optical pain "), eye allergy ("feeling of allergies in eyes"), anxiety ("anxiety "), foggy feeling in head ("fog"), mental impairment ("difficulty thinking about several things at the same time"), amnesia ("memory loss"), headache ("headache "), abdominal pain upper ("gastric pain "), nausea ("nausea "), menopause ("pre-menopause") and stress ("stress"). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, back pain, myalgia, adnexa uteri pain, pain in extremity, arthralgia, neuritis, feeling abnormal, paraesthesia, limb discomfort, cardiovascular disorder, feeling hot, burning sensation, fibromyalgia, vision blurred, eye pain, eye allergy, anxiety, foggy feeling in head, mental impairment, amnesia, headache, abdominal pain upper, nausea, menopause and stress had not resolved. The reporter provided no causality assessment for abdominal pain upper, adnexa uteri pain, amnesia, anxiety, arthralgia, back pain, burning sensation, cardiovascular disorder, feeling abnormal, feeling hot, fibromyalgia, headache, limb discomfort, menopause, mental impairment, myalgia, nausea, neuritis, pain in extremity, paraesthesia, pelvic pain, stress and foggy feeling in head with essure. The reporter considered eye allergy, eye pain and vision blurred to be unrelated to essure. The reporter commented: period of occurrence of events: summer 2016 to date (unspecified events). Patient had difficulty walking or sitting for a long time due to pain. She attributed the visual events to working in front of screens, and the gastrointestinal events to pre-menopause and stress. She wanted to have essure removed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.